Event description:
The customer reported that they were getting multiple 'air was detected in return line' alarms during a therapeutic plasma exchange (tpe) procedure. On the first occurrence, air was visible in the return line, but was not on subsequent occurrences, of which there were 9 total alarms. They had discontinued the procedure because they continued to get the alarms. The patient was in stable condition. The customer is concerned that there is no alert that an extra 20 ml is being given to the patient each time the recovery procedure associated with this alarm is done, and the operator is not notified of extra fluid being returned to the patient during recovery procedure until the end of run. The customer has taken the machine out of service until the issue with this particular machine is addressed. Patient identifier is not available at this time. This report is being filed due to malfunction that has the potential for death or injury.

Manufacturer narrative:
Root cause: based on the investigation and the description of the event, this has been determined to be a software issue. Correction: an internal issue tracker has been opened to address this software issue.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The device was functionally tested at the customer site. Proper operation and function of the return line air detector were verified. A complete saline run was performed with no problems. No issues were found with the return line air detector. An internal CAPA has been initiated to evaluate intermittent failures of the return line air detection investigation evaluation and corrective actions are in-process. A follow-up report will be provided.